Event description:
On (B)(6) 2013, the distributer contacted animas stating on (B)(4) 2013, the patient had severe hypoglycemia, lost consciousness and was hospitalized. The patient reportedly was two weeks pregnant. There was no indication as to how the patient was treated at the time of hospitalization just that the patient was being taken by the hospital staff. It was noted several days before the reported event, the pump emitted multiple ¿loss of prime¿ each time the patient replaced the cartridge. The hospital reportedly questioned if there was a pump malfunction. Three weeks of pump data was downloaded by the health care provider (hcp) and there was no indication of a pump malfunction. It was noted during a review of the pump history, no issues were noted with the programming/settings on the pump; there were no delivery issues noted. The patient¿s blood glucose (bg) log reportedly was unavailable at the time of pump data downloaded; therefore, no additional details were indicated as to what the patient¿s blood glucose (bg) values were at the time of hospitalization. The patient reportedly came home last week and was reportedly doing fine. Troubleshooting reportedly could not be performed on the pump due to the patient losing consciousness. The pump reportedly is being returned for troubleshooting. There was no indication of a pump malfunction. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. There were no additional details provided for the cause of the reported event or whether or not the pump was a contributing factor to the reported event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2013. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump display screen was found to be dim; the letters were found to have a red hue. A new test display screen was inserted and the display was found to be functioning with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
A supplemental correction was submitted to revise the status of the pump. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.